Event description:
While using a byte night aligner, the patient's teeth are not tracking and not being extruded by the tray. The trays are ill fitting and causing secondary issues that will be detrimental to the patient's periodontal health. Extra length of the trays overlap the patient's gum tissue causing inflammation of the patient's gum tissue. Which this will lead to periodontitis. Doctor advises patient to cease use of the byte aligner therapy.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.